Event description:
It was reported the patient's clinical site wanted to confirm the validity of the sensor. The sensor was recalibrated via echo on (B)(6) 2018 where the mean was increased by 19.3 mmhg. Later additional information received identified the sensor was recalibrated on (B)(6) 2018 via right heart catheterization to confirm the validity. The mean was increased by 4 mmhg. Reportedly, the issue has resolved.